Event description:
The nurse reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The caller stated the customer's blood glucose was 712 mg/dl at the time of admission. It was reported the customer was vomiting and had abdominal pains from their blood glucose. The cause of the customer's hospitalization was from diabetic ketoacidosis. The caller stated the customer was wearing the insulin pump at the time of hospitalization. The customer also called back on (B)(6) 2015 to report they were released from the hospital. It was found the customer was unable to receive insulin through the tubing of their infusion set. It was also reported the customer would experience high blood glucose when placed on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and minor scratches on the display window. The pump was received without the original belt clip. Unable to verify damage to belt clip. No damage was noted on the belt clip slot.